Manufacturer narrative:
Qn# (B)(4). The reported complaint 'tubes sticking to the packaging' was confirmed through the investigation of the returned sample. The customer returned a box containing five unopened packages of samples for investigation. Two of the samples were observed to have crystallization. A device history record review was not required for this investigation. Based on the investigation findings, the complaint is confirmed and verified to be related to the manufacturing process. Further investigation has been initiated under teleflex's quality system by the manufacturing site to evaluate this issue.

Event description:
It was reported that: "tubes stick to the packaging".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "tubes stick to the packaging".